Manufacturer narrative:
The explanted lens was returned; however, the lens was received cut in two (2) pieces across the optic precluding measurement of the diopter. The damaged condition in the returned lens did not allow for further evaluation/inspection. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent explant of the intraocular (iol) lens due to hyperopic result (+1.00d), refractive surprise. The patient had a conventional cataract surgery on his left eye (os) (B)(6) 2011 with no reported complications at the time of surgery. The iol was exchanged for a stronger power and the patient was very happy with the result (plano). The lens that was removed from the left eye was a 22.5 diopter, (d) the replacement lens was a 23.5 d.